Event description:
The patient fell backwards onto a hard surface. Afterward, when stimulation was turned on or off, the patient felt a burning sensation on the back of her right thigh. Her implantable neurostimulator was programmed to provide pain coverage to the right hip and groin. The patient did not feel burning sensation at the implantable neurostimulator or lead site. The patient had seen her hcp a couple of times for reprogramming. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.